Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. An "impella in aorta" alarm appeared despite the device having proper positioning in the left ventricle. The physician made the decision to pull the pump and rewire the left ventricle, but the staff was unable to turn the impella off. Despite turning support down to p0, the motor current would not completely shut off. The pump was replaced in response to the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation was completed. The returned product was inspected and there were no visual abnormalities. The 5s parameters on the returned product were within specification. The logs showed the impella position in aorta alarm with stable 5s parameters. Clinical details mentioned that the pump position was in the left ventricle. There were no motor current spikes in the logs prior to alarm. The root cause of the optical signal issue was most likely patient condition related as evidenced by false position in aorta alarm despite good positioning and no motor current spikes or ingestions. The data logs and logs for the case were analyzed. The logs revealed that the user did not turn the pump down to p0. The pump was run in the lab and was able to turned down to p0. The root cause of the positioning issue was most likely use-related as there was no evidence in evidenced by the failure to complete the procedure of turning pump to p0 and as evidenced by the issue not reproducing on the returned product. The failure mode pump not detected was changed to positioning issues due investigation findings. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27308. E.1 us phone number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27308. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27308 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 investigation conclusions code 4315 and 3221 was erroneously entered on the initial manufacturer device report number 1220648-2025-27308. Codes 3233 and 11 should of been reported on the initial manufacturer device report number 1220648-2025-27308 as the device was returned for evaluation. Code 1581 was changed to 3009 due to investigation results.